Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
Additional devices listed in this report: cat # 623-00-36f, lot # mnpp3x, description: trident 0° x3 insert 36mm ID; cat # 542-11-54f, lot # mnajd6, description: trident psl ha cluster 54mm; cat # 6721-0635, lot # 48796603, description: size 6 accolade ii 127 deg; cat # 2030-6535-1, lot # mkh985, description: 6.5 cancellous bone screw 35mm; cat # 2030-6530-1, lot # mmned4, description: 6.5 cancellous bone screw 30mm. There is no indication that any of these devices may have caused or contributed to the patient's experience. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lots or sterile lots. The exact cause of the event could not be determined because insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that the patient acquired an infection and the biolox head was replaced.

Event description:
It was reported that the patient acquired an infection and the biolox head was replaced.